Manufacturer narrative:
Multiple attempts have been made on 12dec2024, 22dec2024, and 03jan2025 to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the air leakage volume was too high. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the air leakage volume was too high. The customer was advised to check the trachea and mask. The investigation is ongoing.

Manufacturer narrative:
(B)(6).